Event description:
A positive advia centaur troponin ultra result was obtained by the customer on a patient sample and the result was questioned by the physician. The customer performed repeat testing on the discordant patient sample and the result was negative. There was no known report of patient treatment being altered or adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse ) was sent to the customer site for system inspection. There were no system related errors observed in the event log that may have attributed to the false positive result and the customer's quality control was within range. The fse replaced the acid and base pumps and the r2 diluter, however, it is unlikely that the work performed by the fse was a contributing factor. The customer performed an instrument comparison of two patient samples that were run on an alternate advia centaur and the results were similar. No conclusion can be drawn.customer instrument comparison results: sn (B)(4) sn (B)(4) (alternate advia centaur)sid results resultssample 1 1.687 1.871 sample 2 0.053 0.066.